Event description:
It was reported that during a hip arthroscopy the working end of the super turbovac broke in pieces inside the patient. All the pieces were removed with a grasper. The procedure was successfully completed without delay using a s & n back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. It was further stated that no supporting medical documentation can be provided. Based on the information provided, no further assessment is warranted at this time. A review of manufacturing records for the reported lot number found no non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection of the device revealed complete detachment of the screen and contamination around the tip. The wand was tested at default and maximum setting which revealed that the device was able to activate, despite the detached electrode screen. The suction line performed as intended. The complaint was verified as the device's electrode screen was completely detached. Factors, which may have contributed to the reported complaint include: (1) mechanical displacement of tissue through applied force, thus causing the electrode screen to detach. (2) the wand may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged to the tip. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.